Manufacturer narrative:
Insulin pump received with a protruded/loose drive support disk. Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is broken. The blood glucose reading is 84 mg/dl. The insulin pump has scratches and loose drive support cap. The drive support cap is protruded. Nothing further reported.